Event description:
The device was returned to the manufacturer after being explanted and replaced due to eri (elective replacement indicator). It was also noted that the device had appropriately delivered 31 shocks on a single day approximately one and a half years prior after the patient had stopped taking their medication and the patients magnesium levels dropped. The device was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.